Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On(B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the elbow hinge plate has come off from spring arm and fell off into the surgical field. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On (B)(6) 2022, getinge became aware of an issue with one of our surgical lights ¿ powerled. The dust cover and side cap of a spring arm were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into a sterile field or during a procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. The dust cover and side cap of a spring arm were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into a sterile field or during a procedure may cause contamination. According to the information provided by the getinge service technician, the device has been repaired by the installation of missing parts - spring arm ac2000 df dust cover (hm56053311) and ac2000df front spr arm covers ral 9016 (ard368303900). It was established that when the event occurred, the surgical light did not meet its specifications due to the missing spring arm¿s dust cover and side cap, which contributed to the event. The available information does not indicate that upon the event occurrence the device was or was not being used for patient treatment or diagnosis. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the detachment of spring arm¿s covers and caps is low. As stated by the subject matter expert the metal spring arm¿s metal cover (dust cover) came out and can fell off the device. The performed investigation allowed to distinguish possible root causes for this malfunction: non-conformity of the metal covers assembly degradation of the metal covers improper use (collision with another device) as also stated by the subject matter expert, the root cause of the missing spring arm¿s side cap is an incorrect tightening of the covers¿ side screws at the installation or during maintenance. The fall of the plastic cap is the direct result of a loosened screw and a lack of verification during yearly maintenance. In the chapter ¿maintenance¿, the technical manual (01582 rev. 08, page 17) of lights indicates to check yearly for any loose covers and caps. To prevent any similar incident it is recommended to securely tighten the screw covers and perform a visual inspection during maintenance as indicated in the user manual (IFU 01581 rev. 09, pages 20-22). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d1 brand name and b5 describe event or problem fields deems required. This is based on the internal evaluation and additional information that has been received. Previous d1 brand name: powerled corrected d1 brand name: powerled 300 previous b5 describe event or problem: on 31st october, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the elbow hinge plate has come off from spring arm and fell off into the surgical field. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 31st october 2022, getinge became aware of an issue with one of our surgical lights ¿ powerled. The dust cover and side cap of a spring arm were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into a sterile field or during a procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number ot (B)(4).